Manufacturer narrative:
After further investigation, it was confirmed that the problem was with the tanks themselves, not the transport kit or the v60. The tank regulators are not designed to handle the required flow of the v60 and alarm to let the operator know the tank is getting low. The customer is exploring alternative tank regulators. Based on information provided and/or service performed it was confirmed that the problem was with the tanks themselves, tank regulator fault, not the transport kit or the v60. The v60 device performed as intended and did not fail to meet specifications. No malfunction with the device. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint by the customer on the v60, indicating that the e-tanks were alarming when the v60 is being used as a transport. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer advised there were no alarms on the v60. The rse emailed the customer the v60 oxygen transport guide. Advised customer to reference page 71 of the v60 user's manual for guidance.